Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode. Because no photo or sample for a better investigation quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems. There are no records of detection of this failure mode in raw material or in our process, only after the first use of the product. There was not enough data to provide a concrete answer.

Event description:
No additional information.

Event description:
Bd connecta has a new hub. This led to propofol leaking out of the hub. During use. Detailed incident description: anaesthesia with propofol was induced. The drug leaked from the hub of the bd connecta and the patient was not anaesthetised correctly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.